Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the chipped adhesive malfunction: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The probable cause of the damage to the ultrasonic probe could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had chipped adhesive around the objective lens and the ultrasonic probe was damaged. There was no patient involvement.